Event description:
The surgeon replaced the reservoir section of a contour. Flex shunt system after it had been in place for approx one year. A new reservoir was attached to the existing ventricular catheter with no pt injury. After the procedure, the surgeon disposed of the reservoir.